Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking at the connection of the tube to the male luer adapter. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the lot was manufactured april 27, 2016- april 28, 2016. The device was received for evaluation. Visual inspection identified a twist between the tubing and the luer lock. Functional and pressure testing was performed and the device operated within specification. The reported condition was verified. The cause of the condition is due to assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.